Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with tests results from results obtained of 243, 325, 261 and 252 mg/dl. The customer's expected fasting blood glucose test result range is 138 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/19/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:243mg/dl date: (B)(6) time:3:38pm fasting, result 2:325mg/dl date: (B)(6) time:3:34pm fasting, result 3:261mg/dl date: (B)(6) time:3:32pm fasting, result 4:129mg/dl date: (B)(6) time:7:24pm fasting, result 5:252mg/dl date: (B)(6) time:4:37pm fasting. His a1c in (B)(6) was very high 10.0 but since then he has been working about bringing his glucose down. He is seeing a dr that is just controlling the blood sugars.